Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description:linear st lead; 50cm model #: sc-1110-02, serial #: (B)(4), description:precision implantable pulse generator.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and clik anchors were explanted. The leads were replaced due to suspected device malfunction. The physician believed that there was a lead fracture. The patient was reportedly doing well post operatively. Additional suspect medical device component involved in the event: model#: sc-4316, lot #: 15352496, description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was not getting stimulation due to high impedances. The patient¿s scs system will be replaced. The reason for ipg replacement was unknown.

Manufacturer narrative:
Additional information was received that malfunction was suspected with the ipg. The physician¿s plan was to test both the leads and ipg during the procedure to determine which one was damaged. If ipg malfunction is confirmed then the ipg will be replaced and if it is the lead, the lead will be replaced and the ipg will also be changed to accommodate the new leads. However, the revision procedure was cancelled. There will be no further course of action. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not getting stimulation due to high impedances. The patient¿s scs system will be replaced. The reason for ipg replacement was unknown.

Event description:
A report was received that the patient was not getting stimulation due to high impedances. The patient¿s scs system will be replaced. The reason for ipg replacement was unknown.